Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their aligners are cutting into their gums, and it hurts to put them on. Provided hh tips and to use file to smooth out any rough edges on the aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.